Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the patient experienced bleeding in the neck. The surgeon located the source of bleed near the submandibular gland and achieved hemostasis with direct pressure and using bipolar cautery. This resolved the issue.